Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: patient¿s current status? Stable. Were there any patient's consequences? If yes, please specify. No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. Analysis summary: five retained samples of incident code vp2347 and lot t0027 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. The reported incident was one and isolated case for code vp2347 lot t0027. No other event was reported for same description from other parts of country. Batch manufacturing records were reviewed for any process deviation and no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement.

Event description:
It was reported that the patient underwent a tah procedure on (B)(6) 2021 and suture was used. The suture separated when the surgeon took a bite which delayed the procedure by 20 minutes. Another suture was used and there were no adverse patient consequences. The patient is stable. Additional information was requested.